Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints for this lot number. Add'l info was requested 03/21/2007, 03/23/2007, 04/03/2007 by phone, mail and fax. Add'l info was provided 04/03/2007 and 04/04/2007.

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported seeing two black lines in her peripheral vision. She also states, she feels as if she is looking through a prism that is moving. Add'l info, including the pt's status, has been requested.